Manufacturer narrative:
A ge service representative performed an on site investigation. The f1 fuse was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a charger failure error at boot up. No pt injury was reported.